Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided with this report.

Event description:
The customer experienced a number of incidents with medtronic products.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a member of the field corrective action team that the customer reported that they had numerous incidents with medtronic products which resulted in receiving emergency medical assistance with unknown blood glucose levels at the time of the incidents. The customer stated they almost died and stopped insulin pump use. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer declined. No further information was provided. The insulin pump will not be returned for analysis.